Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of (350 mg/dl) the customer took a bolus to stabilize bg level. The customer stated the pump was slightly hot. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. Reportedly, the insulin had been in the cartridge for over 2 days. The customer was educated that humalog is tested for up to 48 hours. It was indicated that the customer would change out supplies.